Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient's eye. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available, we are unable to determine root cause. No corrective action is necessary at this time.

Event description:
It was reported that during implant of an intraocular lens (iol) into the right (od) eye, the lens exited the injector very quickly and tore the capsular bag. The lens then started to migrate, however the surgeon was able to retrieve it and the iol implanted successfully into the patient's eye. No secondary surgical intervention was necessary as a result of the capsule damage. The surgery was phacoemulsification only. The orientation of the lens did not change and the optic was clear and free of debris. The patient did not notice a decrease in vision and no secondary surgery was performed to treat the event. In the surgeon's opinion, the cause of the event is unknown but the surgeon believes the lens exited the inserter more quickly than normal. The patient's prognosis is good.